Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunctions could not be definitively determined. However, the issues are likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, a tear exposing the core was identified on the probe surface of the ultrasonic gastrovideoscope. The probe also exhibited excessive scratches, and the distal end adhesive was missing. No patient was involved.